Manufacturer narrative:
It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy performed during mesh implantation.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation due to uterovaginal prolapse, cystocele, rectocele, and stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems and recurrence. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior and posterior colporrhaphy.

Event description:
It was reported that the patient concurrently underwent anterior and posterior colporrhaphy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.